Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer called to report damage to the insulin pump. Customer stated that the battery is melting. Customer also reported that the insulin pump alarmed motor error. Customer's blood glucose level was not included in the report. Product is being replaced.

Manufacturer narrative:
The insulin pump failed battery test due to corroded battery tube. The insulin pump received without original battery. Tested battery that was inserted into the battery tube and no unexpected melting battery or burn/hot battery noted. Unable to verify motor error alarm due to failed battery test alarm. No moisture damage found inside insulin pump. The insulin pump received with cracked case at display window corner and minor scratched display window.